Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced a return of symptoms similar to those present before deep brain stimulation therapy, including tremoring, right hand shaking, teeth rattling, and a sensation described as "fuzziness." The patient¿s representative reported that the 37751 recharger cord was broken and frayed, pulling away from the device, and had been taped up after it started breaking in january. The cord had been replaced twice previously, and the caller described the recharger cord as having a poor design. During attempts to recharge, no coupling bars were shaded, and the battery reading was low, flashing at 25%. The return of symptoms was attributed to the device or recharger malfunction. The patient had a history of urinary tract infections, which had resolved. Troubleshooting included reading the implant battery, attempting to charge to at least 25%, taking breaks to turn therapy back on, and trying to get more coupling bars shaded. No patient complications have been reported as a result of this event. Additional info received from patient that they were trying to scan the wr but didn't have the handset/tm90. Caller confirmed that they still are using the 37642 to check implant status and turn ins on/off. Agent reviewed general use information on how to charge implant with the wr and had caller start a charging session. Caller confirmed that they were able to start a successful charging session on the implant. Additional info received from patient that the patient has been admitted into hospital because he was weakened, lost ability to speak, swallow and move. After receiving the replacement recharger, the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.